Event description:
It was reported that prior to a percutaneous coronary intervention (pci) treatment procedure, foreign material was found in the packaging. The 75% stenosed lesion was located in a severely tortuous mid left anterior descending (lad) artery. During unpacking the 2.5 x 10mm flextome monorail cutting balloon was opened and foreign material was noted in the sterile package. The material was described as "stuffing (dust)" measuring approximately 1-2mm. The procedure was completed with a different device. There were no patient complications and the patient's current status was reported as good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to a percutaneous coronary intervention (pci) treatment procedure, foreign material was found in the packaging. The 75% stenosed lesion was located in a severely tortuous mid left anterior descending (lad) artery. During unpacking the 2.5 x 10mm flextome monorail cutting balloon was opened and foreign material was noted in the sterile package. The material was described as "stuffing (dust)" measuring approximately 1-2mm. The procedure was completed with a different device. There were no patient complications and the patient's current status was reported as good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination on the flextome cutting balloon was carried out. The unused device was returned inside the headerbag where the device remained in the coil with the protective cap in place. A red synthetic fiber was noted inside the headerbag under a flap where the headerbag opens. The fiber was measured and met specifications for the maximum allowable particulate in packaging. Examination of the device revealed no damage. The device was inflated to its rated burst pressure (rbp) without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user preference as foreign matter was found in the package, it was of acceptable size in relation to the specification. (B)(4).